Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was off for the past two months. The customer connected the pump to a power source to turn the pump on however the pump remained off. There was no patient involvement as the customer was not using the pump at the time of the reported event. A replacement usb cable and wall adapter were sent to the customer. Although confirmation was requested as to whether or not the charging supplies resolved the reported issue, it was unable to be confirmed.